Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The alert status was cleared. The device remained implanted. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.